Event description:
Device infection discovered by the on-call physician. After review by the implanting physician, it was determined to be an infection that will require total system extraction. Antibiotics have been prescribed and the system is scheduled for extraction.